Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 valve with alterra in the pulmonic position in a trans annular patch via transfemoral approach. During device preparation, a particulate was observed during the rinsing phase upon removal of the valve from its white carrying case. A foreign object was noted attached to a valve leaflet, which could not be removed with rinsing. Attempts were made to remove the black particulate manually. The device was set aside for return.